Event description:
It was reported that the sterilized water leaked from the foley catheter balloon during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sterilized water leaked from the foley catheter balloon during pretest. Per follow-up information received via ibc on 24jun2022, it was reported that the damage in the balloon was unknown.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted a (0.031") pinhole found on the trifurcation of the catheter. The photo sample was returned and could not be evaluated for the reported failure. This is out of specification which states that the "shaft must not be damaged or pinched." A potential root cause for this failure mode could be ¿inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.